Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 17 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and fistula. No further patient complications were reported.